Manufacturer narrative:
The field service engineer (fse) discovered a broken needle bellows retaining ring and replaced the needle assembly to resolve the fluid leak. The fse also cleaned the diff shear valve and replaced the sample line resolving the diff vote outs. The diff pack was also replaced. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Needle assembly, differential pack. In conclusion, the likely cause of the event was system hardware. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported the needle bellows not draining and approximately five milliliters of diluted blood leaked onto the stripper plate and the end of the needle during patient samples analysis involving the coulter lh 750 hematology analyzer. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not affected. There was no patient impact associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.